Manufacturer narrative:
Concomitant medical product: 401158 lead implanted: (B)(6) 1986 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance on the right ventricular (rv) lead. It was also reported that there was undersensing observed on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.